Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, insulin pump trace download analysis confirmed the pump alarmed power error due to connector resistance electrical board issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received power error detected alarm. The customer¿s blood glucose level was 123 mg/dl. The customer reported that they received a power error detected alarm. It was reported that notification light stop flashing immediately after battery change during normal use. The customer was advised verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.